Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01120, 3005168196-2015-01121, 3005168196-2015-01123. Device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra coil 400 coils (pc400 coils). It was noted that the cervical portion of the dominant right vertebral artery was severely tortuous, especially in the v2 segment at the c4-c6 level. In addition, the cervical portion of the right internal carotid artery (ica) was mildly tortuous and non-flow-limiting stenosis was visualized at the origin of the right external carotid artery (eca). During the procedure, four pc400 coils were delivered into the aneurysm following placement of another manufacturers' devices. After placement of the other manufacturer's device, there was no evidence of parent vessel injury, arterial dissection or distal embolic events. However, upon removal of the guide catheter, imaging of the right cervical artery showed an iatrogenic dissection within the mid v2 segment at the location of the severe tortuosity. The physician addressed the dissection by using another manufacturer's device. On post-operative day 2, the patient was clinically stable and discharged to an extended care facility. The investigator adjudicated the dissection to be of uncertain relationship to the pc400 coils.